Manufacturer narrative:
Details of complaint: the customer reported that their multiple patient receiver (org) was displaying comm loss for 8 transmitters. The customer also reported they were unable to see any of the transmitter waveforms. This issue appears to be site wide. No patient harm or injury was reported. Service requested / performed: evaluation / repair. Investigation summary: the customer reported later that the issue of comm loss on the org was no longer occurring and that the issue was resolved but did not provide information regarding the resolution. As such, root cause cannot be determined. No further issues were reported. The issue of comm loss was resolved without nka assistance. Of comm loss occurs when the org is not able to communicate with cn's or rns's on the customer network. Ethernet cable damage, defective customer network switches, and instability in the customer network are known causes of comm loss on the customer's side. As there is no evidence that the issue of comm loss was occurring due to an nk device malfunction, a CAPA is not warranted.

Event description:
The customer reported that their multiple patient receiver (org) was displaying communication loss for 8 transmitters.

Manufacturer narrative:
The customer reported that their multiple patient receiver (org) is displaying communication loss for 8 transmitters. The customer also reported that they were unable to see any of the transmitter waveforms. This issue appears to be site wide. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Additional model information: 8 transmitters were used in conjunction with the org, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters: model: ni. S/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that their multiple patient receiver (org) is displaying communication loss for 8 transmitters.